Event description:
It was reported that during the surgery the screw broke off into pieces. No patient injuries or delay reported. Back-up device was available to complete the surgery. Broken pieces were retrieved from patient's anatomy using suction

Manufacturer narrative:
The reported 7x30mm biorci screw, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Incorrect screw size to tunnel size. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality.

Event description:
It was reported that, during an unspecified surgery, the screw broke off into pieces. Broken pieces were retrieved from patient's anatomy using suction. A back-up device was available to complete the surgery. No patient injuries or delay reported.